Event description:
It was reported that in 2009, the parents of the patient discovered that the patient was no longer able to hear. Three days later, the parents of the patient brought her to the med-el china office for testing. The parents were asked if the patient had been involved in an accident or had any illness, but this was denied. Testing showed that almost all the electrode channels had hi impedances.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.